Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the lancing device manufacturing date is unknown.

Event description:
A customer reported her lancing device did not penetrate the skin enough to get a blood sample and therefore she was unable to test and obtain a blood glucose reading on her precision xtra meter. The customer reportedly experienced cold sweats, shakiness, "could not walk" and the paramedics were called. The customer further reported she was treated with a "glucose injection", and transported to a health care facility where she was diagnosed with hypoglycemia and treated with "injection and IV". In addition, although the customer reported readings of 283 mg/dl, 167 mg/dl, 179 mg/dl and 390 mg/dl, it is unknown where and when those readings were obtained. There was no report of death or permanent impairment associated with this event.